Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): a type ia endoleak was noted 7 days post-procedure. On (B)(6) 2021, this 70-year-old male patient was urgently treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-38-167 and a distal zta-pt-42-38-173, starting in zone 2. Prior to the study procedure, the patient had carotid-carotid bypass on (B)(6) 2021. Imaging from the study procedure revealed patent devices, no endoleaks, and no device issues. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. On the same date, the patient experienced an access site issue. Occlusion of the right common femoral artery, treated on (B)(6) 2021 with a secondary intervention ¿"thrombectomy cfa, sfa, patch-plasty and reconstruction¿. The event was noted as not related to the study devices, related to the study procedure with calcification of iliac arteries contributing. Imaging on (B)(6) 2021 and (B)(6) 2022 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. On (B)(6) 2022, the patient experienced progression of ascending aortic aneurysm proximal to the study stent, treated with ascending aortic arch replacement (not considered secondary intervention, and likely treated endoleak ia). The event was noted as not related to the study devices or procedure, related to the treated aortic disease. On (B)(6) 2023, the patient experienced a type ib endoleak, treated on (B)(6) 2023 with a secondary intervention - endovascular placement of a distal graft component (zta-44-125, lot # e4318049). The event is noted as not related to the study devices or procedure, related to the treated aortic disease, pre-existing condition, and patient anatomy, noting ¿previous ia endoleak progression of ascending aortic aneurysm and operation.¿ on the same date as the secondary intervention, the patient experienced a type iii endoleak, which the site noted was evidence of failed treatment for the type ib endoleak. Endoleak type iii was not treated, and was considered not related to the study device, procedure, or treated aortic disease. Imaging on (B)(6) 2023 revealed patent study devices, no thrombus, no device issues, and a type iiia endoleak.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref # (B)(4). Summary of investigational findings: this complaint was received from the post-market clinical study 17-13. On (B)(6) 2021, this 70-year-old male patient, patient ID (B)(6), was urgently treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-38-167 (complaint device) and a distal zta-pt-42-38-173, starting in zone 2. Prior to the study procedure, the patient had carotid-carotid bypass on (B)(6) 2021. Imaging from the study procedure revealed patent devices, no endoleaks, and no device issues. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak (current complaint). On the same date, the patient experienced an access site issue, occlusion of the right common femoral artery, treated on (B)(6) 2021 with a secondary intervention, "thrombectomy cfa (common femoral artery), sfa (superficial femoral artery), patch-plasty and reconstruction¿. The event was noted as not related to the study devices, related to the study procedure with calcification of iliac arteries contributing on (B)(6) 2022, the patient experienced progression of ascending aortic aneurysm proximal to the study stent, treated with ascending aortic arch replacement (not considered secondary intervention (si)), and likely treated the type ia endoleak (current complaint). The event was noted as not related to the study devices or procedure, related to the treated aortic disease. On (B)(6) 2023, the patient experienced a type ib endoleak, treated on (B)(6) 2023 with a secondary intervention consisting of endovascular placement of a distal graft component (zta-p-44-125, lot # e4318049). The event is noted as not related to the study devices or procedure, related to the treated aortic disease, pre-existing condition, and patient anatomy, noting ¿previous ia endoleak progression of ascending aortic aneurysm and operation.¿ the event was ongoing as there was a post-operative type 1b endoleak on the zta-44-125. Related complaint (B)(4), FDA ref # 3002808486-2025-00178. Imaging on (B)(6) 2023 revealed patent study devices, no thrombus, no device issues, and a type 1b endoleak. Related complaint (B)(4), FDA ref # 3002808486-2025-00178. On (B)(4) 2025, thrombus was detected specified which as zta-p/pt-. Study devices are still patent. Related complaint (B)(4). Type 1b endoleak is still present. Related complaint (B)(4), FDA ref # 3002808486-2025-00178. Current complaint regards the type 1a endoleak detected on (B)(6) 2021. Relevant information from casebook includes: proximal neck was funnel shaped and the proximal neck had a maximum diameter of 35 mm and minimum of 33 mm. It is assumed that the complaint device was not explanted during the open surgery as no information regarding this has been provided. Device was not returned for evaluation. Endoleak and open repair are well-known adverse events associated with either the zenith alpha thoracic endovascular graft or the implantation procedure that may occur and/or require intervention. The instructions for use also specify that the landing zones should be in parallel aortic neck to ensure fixation. The sizing guidelines also state that the recommended graft diameter is 40 mm with a proximal neck of 35 mm. Review of the device history record gave no indication of the device being produced out of specification. A probable cause for the type 1a endoleak is the pre-procedural anatomy, as the proximal landing zone is funnel shaped. Furthermore, the recommended size for an aortic diameter of 35 mm is 40 mm, this differences does not qualify as undersizing but could have contributed to the endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Updated description of event including information from latest casebook 05aug2025: synopsis: a type ia endoleak was noted 7 days post-procedure. On (B)(6) 2021, this 70-year-old male patient was urgently treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-38-167 and a distal zta-pt-42-38-173, starting in zone 2. Prior to the study procedure, the patient had carotid-carotid bypass on (B)(6) 2021. Imaging from the study procedure revealed patent devices, no endoleaks, and no device issues. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. On the same date, the patient experienced an access site issue¿occlusion of the right common femoral artery, treated on (B)(6) 2021 with a secondary intervention ¿"thrombectomy common femoral, superficial femoral artery, patch-plasty and reconstruction¿. The event was noted as not related to the study devices, related to the study procedure with calcification of iliac arteries contributing. Imaging on (B)(6) 2021 and (B)(6) 2022 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. On (B)(6) 2022, the patient experienced progression of ascending aortic aneurysm proximal to the study stent, treated with ascending aortic arch replacement (not considered secondary intervention, and likely treated endoleak ia). The event was noted as not related to the study devices or procedure, related to the treated aortic disease. On (B)(6) 2023, the patient experienced a type ib endoleak, treated on (B)(6) 2023 with a secondary intervention¿endovascular placement of a distal graft component (zta-44-125, lot # e4318049). The event is noted as not related to the study devices or procedure, related to the treated aortic disease, pre-existing condition, and patient anatomy, noting ¿previous ia endoleak progression of ascending aortic aneurysm and operation.¿ the event was ongoing as there was a post-operative type 1b endoleak on the zta-44-125. Imaging on (B)(6) 2023 revealed patent study devices, no thrombus, no device issues, and a type 1b endoleak. Patient outcome: the type ia endoleak appears to have been successfully treated with the aortic arch replacement, as it is no longer present on subsequent imaging.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.